Event description:
It was reported that the devices were used during a splenectomy procedure. It was reported that the surgeon felt the mcl20 would not close/fire. A second clip applier was pulled and the surgeon reported the applier severed the vessel. A third clip applier was opened and it was reported to have also severed the vessel. An autosuture product was pulled to complete the case.